Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (response buttons not working) has been confirmed. Upon investigation the monitor response buttons were not functioning. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were not working.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The response buttons were not functioning. The rear response button cable was cracked and there was corrosion on the response button connection. The root cause for the damaged cable could not be positively identified. The root cause for the corrosion was ingress of an unknown liquid. Device evaluation of monitor sn (B)(4) is underway. The reported problem (response buttons not working) has been confirmed. Upon investigation the monitor response buttons were not functioning. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were not working.